Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vitalflow set, it was reported that a leak was observed at the oxygenator component. Patient blood loss of 50 ml was reported due to the leak. A circuit change was performed due to the leak, and additional patient blood loss of approximately 700 ml was estimated during the circuit change. An unplanned blood transfusion of 1 unit was administered. The device was replaced to complete the case. No additional adverse patient effect were reported with this event.